Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow up report will be provided upon completion of the investigation.

Event description:
Procedure performed: left upper lobectomy. Event description: specimen was in the inzii bag and being pulled through the incision. A lot of force was being used to try and get the specimen and bag out. The incision was made larger but the bag burst. Additional information received by an applied medical representative via email on 08apr26: no photos available. The bag didn't break into pieces. The break occurred in the middle of the bag, horizontally. No concomitant device. Type of intervention: user pulled the specimen through the incision. Patient status: patient is well.